Event description:
It was reported that a malfunction alarm (alarm 5) occurred and the pump touchscreen had cracked. Pump was not functional. Customer reverted to using insulin pens for insulin therapy. Customer's blood glucose was 375 mg/dl.